Event description:
Ous MDR - after an estimated implantation period of about 46 months, oversensing without inappropriate therapy was reported. The lead was replaced and returned to biotronik for analysis. No adverse patient side effects have been reported. The implant and explant dates were not reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was cut through at approx. 47 cm proximal to the lead tip. Only the distal lead segment was received for analysis. The inspection revealed abrasion marks at several positions of the lead segment. In the distal area of the lead fragment the insulation was found damaged as a result of wear. Based on the characteristics and location of this damage, it is reasonable to assume that the lead had been subject to a severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Since approx. 18 cm of the proximal end of the lead was not returned for analysis a definite conclusion regarding the root cause of the clinical observation cannot be given. However, it cannot be ruled out that the observed damage at the distal lead fragment have contributed to the event. The deformation of the svc shock coil is most likely related to the extraction procedure. The analysis did not reveal any sign of a material or manufacturing problem.